Event description:
Sales consultant reports: patient complained of pain. After the surgeon took x-rays of the patient he noticed that the proximal part of the plate broke into two pieces. The surgeon performed a hardware removal on (B)(6) 2013, of a universal trochanteric plate and unknown fragment screws. Once the surgeon removed the plate and unknown fragment screws he replaced it with a cable from a competitor. The procedure was completed successfully. This is report #2 of 2 for complaint # (B)(4). This complaint is on an unknown screw.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.